Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient went to the hospital for a broken right legion implant. The patient is scheduled for another revision on (B)(6) 2016.

Manufacturer narrative:
The associated complaint devices were not returned. This complaint reported that the patient underwent a first revision surgery approximately 2 years ago. The patient then reportedly presented to the hospital in (B)(6) 2016 with a broken right legion revision femur. A second revision was scheduled for (B)(6) 2016. There are no radiographs or patient medical/clinical documentation provided for review. There have been 3 unsuccessful attempts to obtain relevant clinical records/documentation. Therefore, a thorough clinical assessment cannot be performed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batch numbers and no prior complaints for the listed part numbers with this failure mode. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.